Event description:
It was reported that during the implant and upon interrogating this device there was beeping tones and an error message displayed indicating the device was in safety mode. A new device was thus used and the patient was discharged home. No adverse patient effects were reported. The device was expected to be returned.

Manufacturer narrative:
This report is being filed to correct the device codes.

Event description:
It was reported that during the implant and upon interrogating this device there was beeping tones and an error message displayed indicating the the device was in safety mode. A new device was thus used and the patient was discharged home. No adverse patient effects were reported. The device was expected to be returned.